Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple basals and boluses and monitored. All the basals and boluses were delivered completely and their indicated amounts were properly recorded in the basal history and bolus history respectively. After testing it was concluded that the device operated within specs.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis and high blood glucose of 502 mg/dl. The customer was experiencing high blood glucose for the past couple of weeks. The customer's most recent glucose reading was 296 mg/dl and was treated with the insulin pump. Troubleshooting was performed. The time on the insulin pump was correct. Reviewed the programming and found that the basal and bolus do not match to the daily totals. Advised the customer that a replacement of the insulin pump will be sent and to revert back up plan. No further info was provided.